Manufacturer narrative:
The insulin pump passed the prime/compromised force sensor system, displacement, basic occlusion, and excessive no delivery alarm tests. There were no excessive no delivery alarms noted. All buttons function properly. However, moisture damage was noted on the keypad traces during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had an excessive no delivery alarm on the insulin pump and stated that it was impossible to clear it.